Event description:
Falsely elevated enzymatic carbonate (eco2) results were obtained on 32 patient samples from a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate dimension exl with lm instrument. The repeat results were lower than the discordant results. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated eco2 results.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that enzymatic carbonate (eco2) calibration on the dimension exl with lm instrument was drifting. They recalibrated every few days. After recalibration, quality control (qc) was in-range, but then shifts. Subsequently, the customer reported that falsely elevated eco2 results were obtained on multiple patient samples during this time. The customer confirmed that eco2 quality control was in-range when these discordant results were received. Siemens troubleshooted this issue with the customer and determined that the minimum ionic purity requirement for the water to be used on this instrument was not met due to the millipore system requiring service. Siemens communicated this to the customer and requested the customer to not run patient samples until the millipore system was serviced. Siemens also informed the customer that they could use siemens water for this instrument; once the customer obtained siemens water and recalibrated the assay, quality controls recovered within acceptable ranges. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced all the cuvette system parts, calibrated the photometer, replaced the syringe tips, adjusted all alignments, cleaned the photometer filter lens, and trimmed the reagent 1 (r1) tubing. The customer reported that the millipore system was serviced. Poor water quality and instrument's need of routine service potentially contributed to the discordant eco2 results. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2022-00026 was also filed for this event.